Event description:
While receiving regular hemodialysis treatment, the venous, distal port of right subcutaneous double lumen perm cath was noted to begin leaking blood. This occurred when the blood pump of the hemodialysis machine exerted pressure on the catheter. Treatment was stopped, the venous ports were clamped, and the area was packed with gauze. The catheter was replaced later the same afternoon. The venous return "luer lock" fitting was found to have a longitudinal fracture.